Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2009 and mesh and perigee were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced infections, dyspareunia and recurrence. It was reported that patient underwent mesh removal on (B)(6) 2012 by dr. (B)(6) at (B)(6). It was reported that patient underwent staged interstim test on (B)(6) 2014 by dr. (B)(6) due neurogenic bladder. It was reported that patient underwent second staged interstim on (B)(6) 2014 by dr. (B)(6) due neurogenic bladder.